Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to infection. Pus was observed upon removal; the site was irrigated. The pump was previously removed, and the patient wanted a working device. The cylinders and reservoir were now being removed, and a washout was performed. A new malleable prosthesis was then implanted. It was noted that the patient had undergone an unrelated hernia repair several weeks prior, however, no further details were reported. There were no further patient complications.